Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant that the guidewire was difficult to be removed from the left ventricular (lv) lead. In the process of removing the guidewire from the lead, dislodgement occurred. The lead was tested at its new position and poor capture threshold was noted. The physician attempted to reposition the lead, but was not able to due to patient anatomy. The physician elected to abandon the lv lead placement and downgrade to a dual chamber pacemaker. The patient condition was stable.